Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming done. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively.